Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor fractured; distal segment returned and analyzed.

Event description:
It was reported that the patient received inappropriate shocks and became syncopal due to oversensing. The patient further reported becoming lightheaded for weeks and that she ended up getting shocked three times. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.